Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 488 mg/dl. The customer stated that everything was within specification; no damages or corrosion. The customer did not have extra batteries, so no further troubleshooting was performed. The customer stated that the day before the phone call they woke up and the insulin pump was off. This had been happening for few days. As a result, the customer had been experiencing high blood glucose levels. The customer stated that they reverted to their old insulin pump because they did not have the correct battery type for the new insulin pump. The customer was using lithium battery at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.